Event description:
The customer reported that the defibrillator failed to discharge during testing.

Manufacturer narrative:
The factory has not yet received the device for evaluation and the complaint is still under investigation.